Event description:
On (B)(6) 2013: customer reports via phone that during an undetermined urology procedure on a pt of unk age and gender, the fluoro failed. They were able to finish the procedure with rad shots. No pt injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot the report of no fluoro, inspecting the fluoro footswitch. Finding no problems, fse power cycled the generator unit which resumed normal operation. On (B)(4) fse returned, followed up with the staff who reported no further discrepancies with unit. Fse completed operational verification per service checklist (B)(4). Unit passed checkout procedures and was returned to service.